Event description:
It was reported that the foot control device was leaking oil. It was further reported that the device was making a whistling noise. The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. The reporter indicated that the event occurred during the month of (B)(6) 2015. However, the exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not duplicated or confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was observed that the pre-test could not be completed due to debris in the chamber and water in the oil. It was determined that the debris in the chamber was due to normal use over time and the water in the oil was due to immersion during cleaning which is failure to follow the directions for use. The assignable root cause was determined to be due to misuse / abuse and possibly user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.